Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) left ventricular (lv) pacing impedances measuring 2029. It was noted that impedances have been slowly increasing. Technical services (ts) recommended to interrogate using a programmer so they can do a reset and see if another oor impedance occurs or they can continue to monitor. Ts also discussed programming options. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported.